Manufacturer narrative:
The following fields have been updated with corrected information. The lot number previously reported in the initial MDR MFR report #2647876-2023-00642 was not valid for catalog number 442023. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6. Investigation summary: catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Bd was not able to perform an investigation to the retention samples since batch number is unknown. Batch in the product grid does not corresponds to a bactec batch for catalog 442023. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive. No patient impact reported. Biofire panel type: bcid2. Group b strep. Gram positive cocci in chains and pairs.

Manufacturer narrative:
D4. Medical device expiration date: unknown. G5: PMA/510(k)#: k222591. H4. Device manufacture date: unknown.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive. No patient impact reported. Biofire panel type: bcid2. Group b strep. Gram positive cocci in chains and pairs.